Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received eight inappropriate anti-tachycardia pacing and five inappropriate shocks that resulted in therapy exhaustion for the event, due to what appears to be a sinus tachycardia. Boston scientific technical services (ts) discussed reprogramming. This device remains in service. No additional adverse patient effects were reported.